Event description:
The patient was undergoing a coil embolization procedure for a pulmonary aneurysm using a pod5 coil. During the procedure, a pod5 coil unintentionally detached while advancing through a px slim delivery microcatheter. The slim microcatheter was removed with the detached pod5 coil inside it. The pod5 coil was removed and the procedure successfully continued using a pod4 coil and pod3 coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.